Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 02/02/2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged power issue began on (B) (6) 2010 (time unk). The cca noted that the pt manages her diabetes with insulin (self-adjuster). The pt denied taking any action regarding her diabetes management as a result of the alleged issue. On an unspecified time after the alleged issue began, the pt reported developing the symptom of sweating; however, denied receiving medical treatment. At the time of troubleshooting, the customer care advocate noted that the pt had not replaced the subject meter battery as recommended in the owner's booklet. The pt did not have a new battery at the time of the call. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.